Manufacturer narrative:
H10: after further troubleshooting, it was confirmed that the cpu pcba was not replaced. The customer reseated the board to see if it will continue to have this issue. The error was not appearing when starting up the unit, it only occurred twice the day the staff reported it and tried to use it. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device is getting error code 1104 backup alarm failed message and the customer wants to know if they need to replace the cpu board or not, since it's working now. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Reviewed the 1104 suggested repair per the manual. No other check vent alarms logged. The rse provided parts ID for the cpu and discussed installation to include reprogramming the operating hours and serial number, also to reinstall the software options. Pcba, cpu (software 2.10). Investigation is ongoing.